Manufacturer narrative:
Patient information was unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a tumorectomy procedure. It was reported that pre-operatively, as the patient was entering the procedure room, operation of the system was impossible following the preoperative merge. Low memory was noted on the system. The use was 360 pieces of data times two. The case was completed using a different navigation system. There was no reported surgical delay and no reported patient impact.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 9735762, software version: 1.1.0. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: additional information was received that this issue was inadvertently reported twice. If information is provided in the future, a supplemental report will be issued.